Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, product type: lead. Product ID: 3537, product type: programmer, patient.

Event description:
A trial patient reported she was doing an advance evaluation with a surgical lead. She saw a message "cannot provide your desire settings, call your clinician" on patient programmer (pp). An error code 59 was noted. She tried a new program and increased amplitude but this did not resolve the issue. It was indicated that she could get back to 1 but it did not let her to increase the amplitude past .2. She was able try program 3 but could not increase it. This action resolved the 59 code message. A couple days later, a company representative (rep) reported they saw message setting not available, screen 59. They had already changed the batteries in the external neurostimulator (ens) and remote and confirmed all connection was secured. The program 1 and 3 would not increase past .2ma and .1ma but program 2 was working fine. The patient had following settings: program 1: 3- 0+, program 2: 2- 0+, program 3: 1- 3+. Rep tried a different combination while on the phone and indicated that was worked. The healthcare provider further reported that patient had no constipation. Patient had frequency and nocturia. The cause of settings not available was not determined. It was indicated that they replaced aaaa batteries. They were unable to use of the lead and reprogrammed the other 3 lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.